Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged fistulas are related to v.a.c. Therapy. The patient has a significant history of abdominal complications requiring several surgical interventions. Enteric fistula: in certain circumstances, v.a.c. Therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c. Therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c. Therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula.

Event description:
Kci received article, lord, a.c., hompes, r., venkatasubramaniam, a., arnold s. Successful management of abdominal wound dehiscence using a vacuum assisted closure system combined with mesh-mediated medical traction. Ann r coll surg engl 2015; 97:e3-e5. Doi: 10.1308/003588414x14055925059237 that reported in december 2011, the patient was referred to the hospital with a large umbilical hernia, and upon examination, a pelvic mass was found. Two weeks later, the patient presented with an acutely ischaemic leg. Revascularisation was unsuccessful, and the patient underwent an above-knee amputation. The patient subsequently developed peritonitis. A laparotomy was performed and the findings were a right ovarian tumor adherent to the right colon, which was necrotic and perforated. A hysterectomy, bilateral salpingo-oophrectomy and right hemicolectomy were performed. Also an end ileostomy and transverse colon mucous fistula were formed at separate sites. The patient re-presented to the clinic with significant problems with prolapse of the mucous fistula and a symptomatic incisional hernia. In september 2012, the patient was admitted to surgery for reversal of an ileostomy. A superficial vacuum drain was left in the wound which was removed on day 2 and the patient was discharged home on day 9. Two days later, the patient was readmitted with purulent discharge and upon examination, the upper part of her wound had dehisced. A lateral release was carried out and a permacol biological mesh (non kci product) was inserted and sutured in. The patient made "good" progress on the ward initially but 15 days later she had further wound dehiscence and was taken back to the theater. The finding was a complete failure of the mesh, and there was no option of closing the abdomen so it was left open. An abthera negative pressure therapy unit was inserted 48 hours later. The patient was taken back to theatre every 3-4 days over the next month. During this time the patient was noted to have small bowel content in the intra-abdominal drains. On return to theatre, the patient was found to have two small bowel fistulas that were repaired with sutures. On re-inspection at subsequent returns to the theatre, this appeared to have closed the fistulas successfully. The patient's fistulas were successfully repaired. During subsequent weeks, the wound granulated well and there were no further specific surgical problems. In december, 2012, the patient was referred to the regional plastic surgery unit and transferred for skin grafting later that month. The grafting was successful and the patient was discharged to a community hospital for ongoing rehabilitation in january 2013. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.